Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 for a device implant procedure. During the procedure, it was noted that radiofrequency telemetry was not functioning despite initially working during programming. An error message displayed on the programmer stating "rf failed." Inductive telemetry was working normally. The implant procedure was otherwise successfully performed. The patient was stable throughout.